Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator never helped the patient¿s back; they only felt stimulation in their legs and chest. The patient worked with their healthcare provider and multiple manufacturers¿ representatives but it wasn¿t helping them because when it was turned on they felt worse. The consumer asked if they had to get permission to have the device removed. Relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported related to this event. Additional information received from the consumer reported that she was having the unit removed on (B)(6) 2016. The patient stated that the manufacturer representative was unable to stimulate the right area. If additional information is received a follow-up report will be sent.